Event description:
It was reported that basal pumping stopped unexpectedly. Contact believed the issue was due to pump basal settings. Reportedly, customer's health care provider would review basal settings and make any necessary changes. Contact reported low blood glucose levels (value not provided) and an emergency room visit.

Manufacturer narrative:
On (B)(6) 2015 follow up: customer reported that basal settings may not have been entered correctly. It was not reported if customer or health care provider entered settings. Further follow-up attempts were made to obtain specific information regarding low blood glucose levels and hospitalization; however, no response was received. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.